Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Alert date (B)(6) 2017 . Amended date of original surgery.

Event description:
Asr revision due to take place on (B)(6) 2015, right, xl, reason(s) for revision: alval / soft tissue reaction. Update - received response from file handler - the hospital is unavailable as the revision does not take place until the (B)(6) 2015 . With regards to the stem details we have been sent this information "the stem details are size 11 collared corail - that is all the information I have off the primary/index surgery operation report" for all info see email dated (B)(6) 2015. (B)(6) 2015 - update - - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2015 - (B)(4). Update: (B)(6) 2015. Updated hospital name. Taken from claimsuite update (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).